Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with intermittent ventricular under sensing on the implantable cardiac monitor. No further information is available.

Event description:
New information received on dec 21, 2018, indicates that no resolution was reported.